Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the customer refused to return the sample for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a smartsite needleless connector separated while in use with a patient. Although there are no details about the event, the customer does not allege any patient harm.